Event description:
Information was received that a smiths medical cadd cleo infusion set was in use with a patient. The patient was punctured in their left lower abdomen and during therapy developed skin redness at their infusion site. Subsequently, the patient required hospitalization and concomitant medication was started. No additional adverse patient effects were reported.